Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 13march2020.

Event description:
It was reported that the ventilator was not functioning. There was no patient involvement. The service engineer (se) inspected the device. The se found the touchscreen was not functioning. The se replaced touchscreen to address the reported issue and the unit passed performance specification testing.